Manufacturer narrative:
Reference attached article ¿"a case of stent of lmt deformed during tavi¿ author dr. Satoshi mogi et al.¿ per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease.  Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)).  There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  In this case, the patient has EKG changes which was suspicious of a coronary occlusion. A balloon angioplasty was performed. The patient¿s pre-existing conditions (coronary artery disease s/p pci) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As per medical article "a case of stent of lmt deformed during tavi¿ author dr. Satoshi mogi et al. A case of a (B)(6) male with symptomatic severe aortic stenosis and medical history of revascularization for left main (lmt) with 2 stents, who underwent a tavi with a 26 mm sapien 3 valve by tf approach with protection of the lmt stent. Pre-op CT revealed a protruded stent at valsalva sinus from left main. After the implant, there was a drop in blood pressure and a wide qrs shown on the ECG. Subsequently, lmt was immediately dilated with 3 mm balloon followed by another dilatation with a 4.5 mm balloon which led to normalization of the blood pressure and ECG. The patient was discharged without any complication including pacemaker implantation. A longitudinal deformed stent of lmt was noted by angiogram and CT on the post-procedural course.

Manufacturer narrative:
Reference CAPA-20-00141.